Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported access was obtained successfully. Occurred while attempting to gain IV access on a patient. Seems that the needle/guidewire were catching on the catheter when retracting the needle. No real harmful delay was caused.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported access was obtained successfully. Occurred while attempting to gain IV access on a patient. Seems that the needle/guidewire were catching on the catheter when retracting the needle. No real harmful delay was caused.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the needle/guidewire catching on the catheter during retraction could not be confirmed. The product returned for evaluation was ten 20g x 2.25in. Accucath ace catheters. Each catheter was functionally tested by performing the insertion procedure, as indicated in the instructions for use, into mock skin. No interference between the components was observed in any of the units and all units performed as expected. Each unit was microscopically inspected but no anomalies were identified. Based on the available evidence, the customer's reported defect could not be confirmed. H3 other text : evaluation findings in section h:11.

Event description:
It was reported by customer that upon retracting the needle it would catch pulling the catheter out of the patient. Needle retractors, safety part, was catching on cath and pulling out of the patient. Additional information 2/19/2024: another IV catheter was used and access was obtained successfully. Occurred while attempting to gain IV access on a patient. Seems that the needle/guide wire were catching on the catheter when retracting the needle. Patient had to be stuck a few time due to catheter pulling out of the site when retracting the needle. IV access was obtained with another catheter. No real harmful delay was caused. It was reported this occurred with two devices. This report addresses the first device.